Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) was associated with the clip becoming entangled in chordae and not being implanted on both leaflets. The reported image resolution poor was associated with imaging difficulty. The cause of the reported foreign body in patient associated with the clip being implanted on one leaflet was due to the clip becoming entangled in chordae. The cause of the reported entrapment of device (clip caught on chordae) appears to be due to challenging patient anatomy (large posterior leaflet prolapse, distorted heart due to dilation). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report device entrapment and foreign body in patient it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had a large posterior prolapse and a distorted heart due to dilation. Due to the patients anatomy visualization of the clip during the procedure was difficult. An xtw clip (20615r159) was advanced in the patient and the leaflets were grasped. During grasping attempts there was tissue damage. However, the clip was deployed on the mitral valve without further issues. Post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (20615r160) was implanted. However, while in the left ventricle (lv), the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. The clip was able to grasp the anterior leaflet; therefore, it was deployed only on the anterior leaflet. No additional clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.